Manufacturer narrative:
Certas valve (ID 828802) was returned for evaluation. Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis: the position of the cam when valve was received was at setting 1. The valve was visually inspected, a needle hole was noted in the needle chamber. The valve was hydrated. After hydration, the setting stay at 3, any change was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion and pressure. Root cause analysis: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828802) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023 with setting 4. On (B)(6) 2023, the patient presented with impaired consciousness. Because ventricular enlargement did not subside even after changing the set pressure, shunt failure was suspected; therefore the valve was removed and replaced on (B)(6) 2023.